Event description:
Medwatch report explains vp shunt inserted on (B)(6) 2008. Began having recurrent headaches and re-accumulation of pseudomeningocele. Multiple reprogramming down to the lowest setting performed without elimination of symptoms. Returned to operating room on (B)(6) 2008 to replace shunt with another vp shunt device. There are no known negative outcomes to the pt. There are no known negative outcomes to the pt. Please provide a report of the analysis obtained from your investigation to the risk mgmt specialist listed on this page.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed. Add'l info: (B)(6).